Event description:
Same case as MFR. # 2134265-2008-03814. It was reported that during a percutaneous transluminal coronary angioplasty drug eluting stenting procedure, stent damage occurred. The lesion was located in the left anterior descending (lad) artery. The physician advanced a taxus liberte 32 x 3.00mm stent delivery system to the lesion, but it could not cross the lesion, because the distal struts of the stent were hooked in the lesion. The physician then tried to advance a taxus liberte 24 x 3.00mm stent delivery system to the proximal lad, but the lesion could not be crossed because the proximal struts of the stent were hooked in the lesion. The procedure was completed with 3 additional taxus liberte stents. No patient injuries or complications were reported. The patient's status is reported as "no complication."

Manufacturer narrative:
Examination of the stent revealed damage to the proximal end. The proximal stent struts were bent. There was no evidence of damage to the distal edge of the stent. The fact that it was noticed that the proximal struts were bent back distally, is consistent with a restriction occurring with the stent during attempted withdrawal. There are a number of complex factors effecting deliverability, for example, lesion type, anatomical tortuosity, pre-dilation, guidewire and guide catheter selection, user technique etc, all of these factors must also be considered when investigating a complaint of this nature. If unusual resistance is felt at any time during lesion access before stent implantation, the stent system and guiding catheter should be removed as a single unit. Failure to do so and or applying excessive force during withdrawal can potentially result in device damage. A review of the manufacturing records for this particular batch found that the device met its material, assembly and product specifications at the time of release to distribution. The root cause could not be identified.